Event description:
The device involved in this MDR report was implanted in 2005; during scheduled follow up in 2007, the device was found at eri with a battery impedance of 21.9 kohm. Therefore, it was explanted.

Manufacturer narrative:
In 2007; this event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared but inadvertently was not submitted, therefore, the MDR is being submitted at this time. Please refer to the attached analysis report. Upon reception, the returned device was found in standby mode, i.e. In vvi mode. Pacing pulses were delivered in the ventricular channel with very low amplitudes. The device can was therefore opened to have direct access to internal components: the battery was depleted (voltage around 1.7v); a high overconsumption was measured; in depth investigation identified a failure of the protective chip on the returned device. [This pacemaker model is equipped with four integrated chips which are mounted on a ceramic substrate: the pacing/sensing chip, the microprocessor chip, the memory chip to store the aida data and a protective chip to filter the input signals to protect the device operation form external interference and external defibrillation shocks.] The returned unit is retained in the returned product storage area.